Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
The brush part had fallen off in his mouth - oral-b [device breakage] . Case narrative: parent via e-mail stated that while their son was brushing his teeth, the oral-b toothbrush head part had fallen off in his mouth. No injury was reported. (B)(6) 2024 follow up via image: the concomitant product was oral-b rechargeable toothbrush handle 3791. The concomitant product lot number was 3 da30430526. No injury was reported.